Event description:
Info received indicates the valve was abandoned at implant. After suturing, when it leaked due to insufficient leaflet coaptation. The device was removed and intra-operatively replaced with no pt complication reported after case completion.